Manufacturer narrative:
The manufacturer conducted a documentary review on the list of batches provided: no deviation was found. Without returned product for technical investigation, it is not possible to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On or about (B)(6) 2019, patient underwent placement of an angiodynamics xcela product at (B)(6) clinic in (B)(6), by dr. (B)(6). The device was implanted for the purpose of ongoing chemotherapy. On or about (B)(6) 2019, patient presented himself to (B)(6) clinic in (B)(6), with complaints of swelling around the port. Patient's medical team diagnosed patient with deep vein thrombosis (dvt). As a part of his treatment plan, patient's medical team prescribed an anticoagulant to treat the port-related dvt. Patient's port was removed on or about (B)(6) 2019. At the time patient's port was removed on (B)(6) 2019, a new xcela port was implanted.